Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. This event is being conservatively reported due to the pneumothorax. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while using the 980 ventilator, a patient developed a pneumothorax. Although requested, no further information was not provided. This event is being conservatively reported due to the pneumothorax.